Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with the implantable cardiac monitor (icm) atrial fibrillation monitoring system, specifically that the atrial fibrillation counters did not match the episode ID numbers. Additionally, it was noted that the episode detection algorithm (ai) was removing from view any episode it adjudicated as false. A healthcare professional (hcp) strongly expressed their dislike for the ai adjudication process, preferring that episode adjudication be conducted by providers rather than a computer. The discussion also included an explanation that all detected episodes are assigned an ID number, and that text episodes may be visible alongside electrocardiogram data for review on the same days. The hcp's concerns were addressed, and the question was answered. No patient complications have been reported as a result of this event.